Manufacturer narrative:
Additional information: evaluation summary one device was received for evaluation. The returned sample did not meet specification as received by medtronic. A visual inspection of the generator's exterior found the ufp portion of the monopolar 1 receptacle damaged. The back panels ethernet receptacle cover was missing. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A failure was found during the investigation that did not cause or contribute to the reported condition. The ufp portion of the monopolar 1 receptacle was found to be damaged. The investigation could not determine a root cause or a probable root cause for the damage. It is advised that the monopolar 1 receptacle be replaced. An additional failure was found during the investigation that did not cause or contribute to the reported condition. The monopolar 1 function was found to be inoperable with a two-button pencil. The investigation identified the cause of the reported event to be the steering relay board. It is advised that the steering relay board be replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a surgery, the unit got stuck in active position when it is not being fired. Another device used to finish the surgery. No patient harm.